Event description:
It was reported that bd¿ insulin pen needle cannula broke off. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: according to the patient, the needle on the npe had broken off and remained in the cartouche of the pen.

Manufacturer narrative:
Investigation: one open 31g x 5mm pen needle sample was returned from lot. No. 8247900, cat. No. 325104. Visual examination was carried out on the returned sample and no issues were observed with the patient end or the non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin pen needle cannula broke off. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: according to the patient, the needle on the npe had broken off and remained in the cartouche of the pen.